Event description:
During an impedance check performed for a patient implanted with a permanent evoke spinal cord stimulation (scs), disconnected electrodes were identified. The patient elected for explant of their evoke scs system to resolve the reported event. The impedance check was performed as part of routine device check before performing magnetic resonance imaging (MRI).